Manufacturer narrative:
(B)(4). Batch # n5763f. Device evaluation: the analysis results showed that one ecr60g cartridge reload was returned unfired with 6 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy, the cartridge could not fire. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.